Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient faced similar adhesive events with three infusion sets which fell off during use after being used overnight, one day and two days in respective events. Patient confirmed doing physical activity/sweating, swimming, or bathing at the time the set fell off. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1892812 - MDR 3003442380-2024-09375 - device 2 of 3.